Event description:
Patient tested on the suspect device with an inr result two points off from the lab. The reporter said the device may rad 434 inr and the lab result would be 2.4 inr. Controls were not run. The reporter declined product replacement.